Event description:
The customer reported one day after the probe was inserted, it became externalized. Upon inflating the balloon, it was ruptured.

Manufacturer narrative:
Additional product code: pif an investigation is currently underway. Upon completion the results will be forwarded.